Event description:
It was reported that this device emitted beeping tones. A review of the device data confirmed that the device was in the early process of premature depletion. Engineering noted that the longevity will likely drop to approximately 15% rapidly at some point in the near future. At this time the device remains implanted. No adverse patient effects were reported.